Manufacturer narrative:
.

Event description:
The employee experienced an eye splash with cidex plus. The employee was not wearing eye protection at the time of the incident. The employee went to the ophthalmologist and was prescribed an unknown eye drop. The employee also missed two days of work.